Event description:
A caller reported a malfunction on a pump, identified by a specific malfunction code, but no notable events occurred prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, and it was not reported to be outside the normal range. Technical support provided instructions to reset the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if the malfunction reoccurred, acknowledging this guidance.